Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had poor video image quality. This issue occurred during preparation for use in a therapeutic trans cervical resection in saline procedure. The procedure was completed using similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head had poor video image quality. This issue occurred during preparation for use in a therapeutic trans cervical resection in saline procedure. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction needed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable flooding, charge-coupled device flooding and white scratches. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charge-coupled device and cable flooding caused communication problems that resulted in image noise. The flooding in the cable and charge-coupled device occurred due to a watertight defect caused by a cable stress boot disconnection at the head section. Olympus will continue to monitor field performance for this device.